Event description:
New information received notes that the recommended programming changes were made and the patient was stable.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, post-paced t-wave oversensing issue was observed on the device. The patient did not receive therapy during the oversensing. Programming changes were recommended. No further information available.